Event description:
Medtronic received information that during priming, a leak was noted from near the heat exchanger in this trillium coated affinity nt hollow fiber oxygenator. The exact location of the leak was not specified. The oxygenator was changed out prior to going on bypass with no patient involvement. The product was returned to medtronic for analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage to the oxygenator. Pressure integrity testing was performed at 3 l/min. With 23 psig of back pressure for 10 minutes. During the test a leak was observed from the side seams of the heat exchanger. Conclusion: a leak from the seam of the heat exchanger was identified during testing of the returned product. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. (B)(4).